Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was unknown. Customer stated overall issues began around (B)(6) 2019 with insulin pump backlight either not coming on or flickering. Customer stated this was not reported and resolved itself before the insulin pump began to gave them occasional replace battery now messaging without low battery warnings. Customer stated this had became progressively worse with today, the insulin pump shutting off while they were sleeping and caused a blood glucose that the meter said was too high to read. Customer had treated for high blood glucose with multiple daily injections at this point and was now worried about safety of insulin pump. Customer reported that this was the second occurrence of replaced battery now alarm in less than 8 hours of low battery alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to stay disconnected from insulin pump and maintain backup plan. The insulin pump will not be returned for analysis.